Event description:
During the implantation procedure, the stylet had perforated through the lead coil. The lead was not implanted.

Event description:
During the implantation procedure, the stylet had perforated through the lead coil. The lead was not implanted.

Manufacturer narrative:
(B)(4) 2010. The analysis on this device is pending. (B)(4) 2011.

Manufacturer narrative:
November 30, 2010. The analysis on this device is pending.